Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found, that the right atrial (ra) lead exhibited loss of capture. Chest x-ray was performed and further confirmed, ra lead dislodgement. The ra lead was explanted and replaced. Patient condition was stable.